Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had storage space failure. The field service engineer (fse) found that drawer 7 in the auxiliary cabinet was failing to stay closed. Upon further inspection, a missing magnet was found on the inseparable. The latch was replaced and tested in the hardware test application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was displaying a message that the drawer failed to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.